Event description:
It was reported in a study leaflet that the stopdapt-3 trial is the world¿s first large-scale randomized controlled trial (rct) evaluating an aspirin-free (om) strategy after pci using xience skypoint stents. Recent meta-analyses and trials suggest that short dual antiplatelet therapy (dapt) followed by p2y12 inhibitor monotherapy can reduce bleeding without increasing ischemic events. 5,966 patients were involved. There were end points of major bleeding and definite stent thrombosis at 1 month. In stopdapt-3, bleeding within 1 month post-pci was more often acute-phase related (e.g., cardiac tamponade, access site bleeding) rather than gastrointestinal (gi) bleeding. Anticoagulants (e.g., heparin) had a greater impact on bleeding than antiplatelet therapy. The lack of superiority in bleeding reduction may be due to the nature of acute-phase bleeding, which is less influenced by aspirin. Subacute stent thrombosis was more frequent in the om group, suggesting a potential link to insufficient platelet inhibition. Aspirin-free strategy may be more suitable for stable coronary artery disease patients, but further research is needed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of hemorrhage, cardiac tamponade and thrombosis are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of procedure estimated. C4: treatment/therapy start date is estimated. D4: the UDI is not known as the part and lot number were not provided. D6: date of implant is estimated. Literature attachment: stopdapt-3.